Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the label was missing the expiration date. There was no report of patient impact. The following information was provided by the initial reporter: caller states she is on the insulin pump and it stopped working. Her blood glucose is in the 400 range and she needs to take insulin from a syringe. She states she has some old syringes and w to know how much she should take. Caller states she has syringe 328438 but unable to see an expiration date.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the label was missing the expiration date. There was no report of patient impact. The following information was provided by the initial reporter: caller states she is on the insulin pump and it stopped working. Her blood glucose is in the 400 range and she needs to take insulin from a syringe. She states she has some old syringes and w to know how much she should take. Caller states she has syringe 328438 but unable to see an expiration date.